Event description:
A hospital in (B)(6) reported that a rd900 neopuff resuscitator was not delivering the expected pressure. This was found during the annual test prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint neopuff was received at our regional facility in (B)(6), where it was inspected by a trained fisher & paykel healthcare (fph) service engineer. Our investigation is based on a photograph and service report provided by the regional fph service centre. Results: visual inspection of the photograph of the subject neopuff revealed a broken manometer manifold port and a cracked upper end cap that appeared to be the result of an impact to the device. A lot check revealed no other complaints of this nature for lot 021007. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. It must be noted that the subject neopuff is 12 years old. The neopuff technical manual states the following: "dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient". The complaint neopuff device was serviced and the faulty upper end cap and fascia and valve system were replaced. The neopuff device was then returned to the customer facility after passing the necessary safety and performance tests.